Manufacturer narrative:
It is unknown if the device is available for evaluation; it has been requested. The investigation is pending.

Event description:
The event occurred on unspecified date in (B)(6) 2026 involving a microclave¿ clear neutral connector. It was reported that a clave was leaking versed. It was reported that the patient was on multiple IV drips. Additionally, per bedside rn, the clave found leaking, patient wet, drips not infusing. The event occurred in the hospital. There was patient involvement, but no patient harm.